Event description:
It was reported that there was a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during dwell 3 of 4 while the patient was connected. The technical service representative (tsr) explained the alarm to the registered nurse (rn) and assisted to clear the alarm by cycling the power on the machine. The tsr advised the rn to start over with new supplies or finish therapy manually. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.